Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lifescan and alleged that her test strips were damaged. Medical affairs attempted unsuccessfully to reach the pt for more info. A letter is being sent as a second attempt to obtain more clinical info. The pt stated that she was using the correct technique. It is not clear if the pt was able to perform a blood glucose test on her meter; no results were reported. The pt stated that at one time she was feeling hot and was sweating. She tested on her physician's meter and obtained a result of 389 mg/dl. Treatment was reported as none. The time difference between the symptoms and when she tested on the physician's meter is not known. The issue with the test strips was not resolved. Based on the info provided, there is evidence of a test strip malfunction, however, there is insufficient evidence of the meter contributing to the serious injury. A replacement meter and testing supplies being sent to the pt.